Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd plastipak¿syringe when withdrawing drug and subsequent injection, the drug came out at the back of the piston, contaminating the bar, causing leakage. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: one used contaminated sample and one picture was received for evaluation by our quality team. The contaminated sample received was not evaluated due to contamination. Upon visual inspection of the picture received, the leakage past the stopper can be verified. The stopper is correctly assembled to the plunger. Ten retained samples of 20ll lot 1604264p were evaluated. On visual inspection of these ten samples, no damage or molding defects can be observed and the stopper is correctly assembled. A leak test was also performed on the ten retained samples which met specifications. A device history record review found no non-conformances associated with this issue during production of this batch. Based upon the visual inspection of the retained samples, the picture received and the quality teams' investigation, we were unable to determine the root cause for this incident. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect. A definitive root cause could not be determined. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.